Event description:
A peritoneal dialysis nurse reported that while training a home patient, the cycler gave 2 scale alarms during fill 1. The second time the alarm occurred, she noticed that the pt's abdomen looks larger than when pt came in. She then noticed that the 5 liter solution bag was almost empty. The cycler showed a fill volume of 1,560 ml. She bypassed to drain and the drain volume shown was only 1,000 ml. But when she weighted the drain bag. It was 3,800 ml. Of effluent. The patient's prescribed fill volume was 2,000 ml. There was no serious injury or illness.